Event description:
A pt report experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 10.7, 19.3mmol/l. Tests were done within 20 mins with a difference of 51%. Pt did not experience any adverse events. No further info has been reported.